Manufacturer narrative:
Arjo was notified about an event involving the maxi move lift. A customer reported that the lift used for a patient transfer was wobbling. The device stood in the room after a patient transfer and a few minutes later the device tipped over by itself onto a night stand. No patient was involved when the device tipped over. The device was pulled out of use by the customer. After the event, the device was evaluated by an arjo technician. The device inspection showed that the bottom bolt which secures the mast to the base was missing. No information regarding the event circumstances was provided by the customer. It is unknown why the bolt was missing. Taking into account all facts and information collected in a course of this investigation, we cannot confirm why the device tipping issue occurred. The review of post market surveillance data showed that there was no other reportable complaints with broken bolt related to device tipping. The complaint is a singular occurrence. Looking at the incident scenario it has been established that passive floor lift was not used for patient handling at the time of the event. The device was reported as tipping over and in this regards, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped and limited information provided.

Manufacturer narrative:
(B)(4). Additional information will be provided when investigation conclusions are available.

Event description:
A customer reported that maxi move lift tipped over after a patient transfer. The lift leaned over against a night stand. No patient was involved. No injury reported. The lift was evaluated and found that the bottom bolt, that secures the mast to the base, was missing. After a repair, the lift was operating correctly.

Manufacturer narrative:
Collected information is currently analyzed. The final report will be send upon investigation conclusion.